Event description:
The customer reported that the uninterrupted power supply (ups) this central nurse's station (cns) is plugged into shut down, and as a result, the cns screen went blank, and the unit is not responding. No known harm or injury occurred. After they plugged this cns and display directly into a wall outlet, they were able to once continue monitor patient's without any other issues.

Manufacturer narrative:
The customer reported that the uninterrupted power supply (ups) this central nurse's station (cns) is plugged into shut down, and as a result, the cns screen went blank, and the unit is not responding. No known harm or injury occurred. After they plugged this cns and display directly into a wall outlet, they were able to once continue monitor patient's without any other issues. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the uninterrupted power supply (ups) this central nurse's station (cns) was plugged into shut down, causing the cns to be unresponsive and the screen to go blank. No known harm or injury occurred.

Manufacturer narrative:
Investigation summary: the customer reported that the uninterrupted power supply (ups) this central nurse's station (cns) was plugged into shut down, causing the cns to be unresponsive and the screen to go blank. Plugging the cns and display directly into a wall outlet, resolved the issue. They stated that this had occurred before. Investigation summary: troubleshooting of the reported issue identified the ups to be the failure point. Once, the cns was plugged directly into the ac power outlet, it came back on and was able to resume patient monitoring. The cns did not malfunction as a result of the power loss from the ups. The service history for this cns shows this is an isolated incident. The root cause of the power loss (ups failure) could not be determined based on the provided information. The overview below gives a general understanding of the cns reboot/shutdown. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.